Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised to address pain, inflamation and synarthrosis.

Manufacturer narrative:
The device associated with this report was not returned. A database search finds no reported incidents against the provided lot/product combination since their release for distribution. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. A. The newly provided information was reviewed. The investigation was unable to confirm the reported event or draw any conclusions about the root cause of the reported event based on the new information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2011 litigation paper received, no new information was received. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. Records indicate that the patient had high ion levels. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleged elevated metal ions. Added stem.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.